Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ use error: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure deformation particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "implant exchange due to the patient's concern with the product". Patient later additionally reported "fluid build up and swelling" and "had aspiration ultrasound to check for cancer, withdrew 8cc of fluid". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/02/2024.

Event description:
Healthcare professional reported right-side "implant exchange due to the patient's concern with the product". Patient later additionally reported "fluid build up and swelling" and "had aspiration ultrasound to check for cancer, withdrew 8cc of fluid". Healthcare professional later reported "puncture when pulling out" via rga checklist. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right-side "implant exchange due to the patient's concern with the product". Patient later additionally reported "fluid build up and swelling" and "had aspiration ultrasound to check for cancer, withdrew 8cc of fluid". Device remains implanted.